Event description:
A customer contacted global technical service (gts) regarding a high drain alarm during drain 1 of 4. The ultrafiltration was 1687ml. The fill volume was 1500ml. The technical service representative (tsr) explained the alarm. The caller called the registered nurse (rn) regarding draining 1245ml in the initial drain. The caller stated they did a last fill of 1500ml manually and always drained more than the previous fill amount of the manual. The initial drain alarm was set at 900ml. The tsr explained how to use the manual drain feature and explained the initial drain, which was where the amount would be recorded if the caller did a manual drain in fill 1. The caller would call the rn regarding the initial drain alarm. The caller did not want to swap. The caller would call back if they have any problems or questions. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed, nor could a cause be determined. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.